Manufacturer narrative:
This complaint is recorded with zimmer biomet under cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a sterile unopened pulsavac kit had mould growing in it. No adverse events have been reported as a result of this malfunction.